Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. The complaint of "ECG comm error" was confirmed and traced to an internal cable and it's mating connectors. After replacing the cable and connectors, the device met specs. The device was inspected and passed acceptance testing prior to being returned to the customer.

Event description:
It was reported the unit came up with an ECG comm error at power up.